Event description:
It was reported by the customer's mother, that the customer was hospitalized on (B)(6)2015. Customer's blood glucose levels at the time of hospitalization 22 mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was reported that the customer was having issues with their transmitter charging. Customer's mother declined troubleshooting, because they are disconnected from the insulin pump awaiting training. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.